Manufacturer narrative:
Continuation of d10: product ID 748251, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: extension; product ID 748266, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #259848339:analysis information -- (B)(6) 2021 08:51:14 cst pli# 10 product ID# 37602 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Product ID 748251, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type extension: analysis determined the distal end of the extension had a broken conductor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 01-jun-2015, explanted: (B)(6) 2020, UDI#: (B)(4). Product ID: 748266, serial/lot #: (B)(4), ubd: 12-may-2015, explanted: (B)(6) 2020, UDI#: (B)(4). One of the above extensions was explanted and replaced, the other remains in use, but it could not be determined which is which at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was abnormal impedance values of #0 to #4 electrode all over 40,000 ohms. The extension and implantable neurostimulator (ins) were replaced. It was not verified whether fracture occurred on extension or on the connection part on ins side. The issue was resolved after replacement. No symptoms were reported as a result of the event. The patient was implanted for parkinson's disease.